Event description:
Issues with deployment of resolution 360 clips on multiple occasions with various providers and patients, this form only allows 2 entries for lot and model numbers however we have had 6 incidents total. Reference reports: mw5163523; mw5163525; mw5163526; mw5163527; mw5163528.